Event description:
It was reported that a tandem mobi pump shut down unexpectedly, and the leds were not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer decided to place the pump on the charging pad to turn it back on but declined to continue support. The customer received instructions on resetting the pump, restarting the sensor, and loading a new cartridge, as the current one had less than 30 units. No further information was provided.